Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient, who was already an inpatient with heart failure, had a competitor's rvad placed at the time of the lvad implant. For the first couple of days after implant, the patient was stable. However, when the staff was turning the patient in intensive care unit (ICU) bed, rvad flows were lost. The staff were unable to return rvad flows to normal. During this time, the patient was treated with volume and medication therapy. However, the lvad flows then declined and the patient died. The medical team does not believe the event is device-related. An autopsy will not be performed and the device will not be returned. The cause of death at this time is unknown.